Manufacturer narrative:
Concomitant medical products: model: d314drg, ICD; implanted: (B)(6) 2013. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the emergency department (ed) after receiving multiple therapies from their implantable cardioverter defibrillator (ICD). The physician inquired about how many shock therapies the patient received and a remote transmission was sent. Information received on the remote transmission was reviewed by qualified personnel. It was determined that multiple therapies were delivered and that the right atrial (ra) lead exhibited undersensing. Follow-up was completed and it was learned that the physician felt the therapies were appropriate for the patient's arrhythmia and the patient had an av node ablation the following day. The device and lead remain in use. No patient complications have been reported as a result of this event.